Event description:
It was reported that a patient underwent a right primary tha, subsequently the patient was revised almost nine years later due to pain and elevated metal ions and alval. The surgeon noted significant scarring. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00784804301, modular neck, lot # 61034118, item # 00771301000, femoral stem, lot # 61566711, item # 00625006525, bone screw, lot # 61614818, item # 00875101240, liner, lot # 61621774, item # 00875705601, cup, lot # 61586167. Patient submitted mw5077762. Multiple reports have been submitted for this event. Please see associated reports: 0002648920-2018-00565, 0001822565-2018-03812, 0001822565-2018-03856, 0001822565-2018-03857, 0001822565-2018-03858.

Event description:
It was reported that a patient is experiencing pain, weakness, and elevated cobalt levels approximately 9 years post implantation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting that the patient underwent a revision surgery due to pain and elevated metal ion levels. Significant scarring and tannish type synovial fluid were noted during the procedure. Additional information does not affect the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent left total hip arthroplasty and subsequently has experienced pain from day of procedure. Post op radiology report indicates all components are satisfactorily positioned. Leg is weak and patient claims elevated cobalt levels. Seven and a half years later, the patient reports that the pain and aching has grown worse. A year later the patient was revised due to elevated metal ions. No further event information available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified damage is seen on the buffed surface and bottom surface. The conical taper exhibits dark debris and a circumferential groove pattern. The neck remains implanted. The head was submitted for further analysis. Analysis determined fretting on <10% of the surface and no corrosion damage. Root cause unchanged. This complaint was confirmed based on the returned device and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.